Event description:
It was reported that this pacemaker system exhibited increased pacing thresholds. The right ventricular (rv) lead was expected to be explanted and replaced. During the changeout procedure, the head of the device was noted to have dried blood. The setscrews were then attempted to be loosened until the screw fully removed from the header. A new rv lead and pacemaker were implanted successfully and acceptable measurements obtained. The rv lead and pacemaker are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to correct the d6a implant date field.

Event description:
It was reported that this pacemaker system exhibited increased pacing thresholds. The right ventricular (rv) lead was expected to be explanted and replaced. During the changeout procedure, the head of the device was noted to have dried blood. The setscrews were then attempted to be loosened until the screw fully removed from the header. A new rv lead and pacemaker were implanted successfully and acceptable measurements obtained. The rv lead and pacemaker are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was noted to have a small hole in the right atrial seal plug. As a result body fluid was able to flow into the header. The device was confirmed to have passed all electrical testing.

Event description:
It was reported that this pacemaker system exhibited increased pacing thresholds. The right ventricular (rv) lead was expected to be explanted and replaced. During the changeout procedure, the head of the device was noted to have dried blood. The setscrews were then attempted to be loosened until the screw fully removed from the header. A new rv lead and pacemaker were implanted successfully and acceptable measurements obtained. The rv lead and pacemaker are expected to be returned for analysis. No additional adverse patient effects were reported.